Event description:
Hcp reports patient has had an increase in pain and their drug pump was nearing end of life. During the pump explantation, the catheter was found to be broken/cut which required it to be replaced. The patient's drug pump contained morphine (25 mg/ml) delivered at a daily dose of 1.2 mg/day. The new pump was set to the lowest dose rate for the concentration of drug. No patient symptoms or outcome were reported. Additional information has been requested from the hcp, but was not available at the time of this report.